Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The subject device is not available for evaluation, as it remains implanted in the patient; therefore, the root cause for the stenosis and regurgitation remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology combined with the patient¿s other underlying risk factors which included htn, hld, abnormal kidney function, and obesity contributed to the event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 27mm pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of two (2) years and nine (9) months due to severe aortic stenosis. The tavr procedure was performed with a 26mm edwards transcatheter valve successfully. Post valve deployment, tte demonstrated no aortic insufficiency. The patient had no intra or post operative complications. The patient was discharged on pod #1 in stable condition.